Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the manufacturer's representative (rep) reported the device was replaced on (B)(6) 2016. The issue was resolved and the patient was receiving adequate therapy. The healthcare provider (hcp) reported the implantable neurostimulator (ins) battery was replaced due to normal battery depletion. The device was used in the patient for treatment. There was no patient death or injury.

Manufacturer narrative:
Analysis of the ins (serial # (B)(4)) found the battery was at end of service due to three overdischarges. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer representative and a patient who was implanted with a neurostimulator for complex reg pain syndrome type I and spinal pain. It was reported that the patient say the reposition antenna screen on their implantable neurostimulator recharger (insr). They had last successfully recharged "a couple of weeks ago" and the patient had last felt simulation "up until (B)(6) 2016 then it had stopped." The patient stated that their insr battery got really low over the weekend because they could not find their cord. They found the cord but now the insr was not corresponding with their stimulator. The ins was overdischarged because the patient did not recharge their device. Multiple trickle charges were performed. The ins was showing that it was at end of service (eos). A surgical replacement has been planned but is not yet scheduled. Additional information has been requested regarding the planned surgical intervention and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.